Manufacturer narrative:
The following fields have been updated with additional information: a.2. Age at time of event: 72 years. A.2. Date of birth: 1947-01-10. A.3. Sex: female e.1. Initial reporter address 1: (B)(6). E.1. Initial reporter city: (B)(6). E.1. Initial reporter state: ks e.1. Initial reporter zip: 66103

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the ivs were leaking at the connection between the catheter and the hub. Per email: ir gave these IV's to the IV team and reported they were leaking. The team then gave these IV's to me this morning. The IV team reports these patients were on an acute care unit and went to ir. The ir staff noted they were leaking & pulled them. I am told they are leaking at the connection between the indwelling catheter & the hub.

Manufacturer narrative:
H.6. Investigation summary: unit: received one used 20ga bd nexiva IV catheter system single port unit without packaging. The unit consisted of the catheter/adapter and extension line assemblies. There were traces of dried media present throughout the unit, the pinch clamp was disengaged and there was a needless injection cap attached at the end of the luer. Photo: one photo was provided for observation of this incident. The photo shown a 20ga bd nexiva unit within a bio bag that demonstrated similarities to that of the returned unit. Lot number is unknown; therefore lot history could not be performed. Visual / microscopic evaluation: there was slight damage to the catheter tubing just above the nose of the winged adapter. The tubing was slightly bent on the diameter of the tubing. No further physical damage was observed to the unit / components. Water/air leak test: the water-leak test was performed on the catheter/adapter and extension line assemblies, no leakage was observed in any of the unit / components. Conclusion(s): indeterminate ¿ based on the evaluation and testing conducted on the returned unit; the failure was not simulated. Thus the reported defect of leakage at catheter junction, could not be identified or confirmed, therefore a root cause was not established. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect. Where the bend to the catheter tubing that was observed occurred, is unknown, as the unit was out of packaging and used. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown . Batch no.: unknown. It was reported that the ivs were leaking at the connection between the catheter and the hub. Per email: ir gave these IV's to the IV team and reported they were leaking. The team then gave these IV's to me this morning. The IV team reports these patients were on an acute care unit and went to ir. The ir staff noted they were leaking & pulled them. I am told they are leaking at the connection between the indwelling catheter & the hub.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the ivs were leaking at the connection between the catheter and the hub. Per email: ir gave these IV's to the IV team and reported they were leaking. The team then gave these IV's to me this morning. The IV team reports these patients were on an acute care unit and went to ir. The ir staff noted they were leaking & pulled them. I am told they are leaking at the connection between the indwelling catheter & the hub.